Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was attempted to be used during a ureteroscopy procedure in the ureter, performed on (B)(6) 2021. During preparation, it was noted that the stent was in poor condition and was broken/fractured. There was no information on how the procedure was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Medical device problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.